Event description:
It was reported that during a supply change walkthrough the patient broke the infusion applicator while pulling back the spring, which led to an infusion set deployment/connection issue; the patient replaced the infusion set, changed the site and tubing, and completed the supply change with no alerts or alarms, and the issue involved the packaging component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a packaging problem and that packaging was compromised, associated with the packaging component of the device. It was concluded, based on previously established findings for similar reports, that no problem was detected as the investigation conclusion.